Event description:
When pulling defibibrillator pads out of package to apply to patient, the "grounding wire" did not break off. It was retained on the pad and during cardioversion, caused a red burn line on the patient's skin.